Manufacturer narrative:
(B)(4). S/w version unknown retainer ring = black customer returned pump for an crack display bumped/dropped/cosmetic damage found on (B)(6) 2021. Insulin pump received with blank flashing white display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank flashing white display. Pump was cut open to perform visual inspection and found cracked lcd glass. Unable to download history files and traces using thus due to blank display. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked battery tube side. Blank flashing white display due to cracked lcd glass. Unit was confirmed for physical damage on the battery tube compartment area.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked display. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.